Manufacturer narrative:
The pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The pusher assembly was bent approximately 67.0 and 69.0 cm from the proximal end. The embolization coil was intact with the pusher assembly, kinked throughout its length, and was covered in dried blood. Evaluation of the returned devices revealed that the px slim was damaged in the distal shaft. This type of damage typically occurs due to improper handling during preparation or use. If the px slim is pinched or compressed during removal from the packaging, or advanced forcefully against resistance during insertion into the patient, damage such as this may occur. During testing, a 0.025"mandrel was inserted into the hub of the px slim and advanced. Significant resistance was met when the mandrel reached the damage found on the distal end of the px slim. The damage found on the distal end of the px slim likely contributed to the resistance experienced by the physician while advancing the pc400 into the patient. Further evaluation revealed that the pusher assembly and embolization coil of the pc400 were damaged. This damage was likely due to forceful advancement of the pc400 against resistance. Pc400 devices are 100% functionally evaluated during in-process inspection. Px slim devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01355.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician delivered another manufacturer's coil into the aneurysm as the first coil using a px slim delivery microcatheter (px slim). The physician then decided to deliver a pc400 coil as the second coil; however, resistance was met while advancing the pc400 coil through the px slim and they were both removed from the patient. The procedure continued using a new pc400 coil and a new px slim. There was no report of an adverse effect to the patient.